Event description:
It was reported that no disposable pump won't run alarm. Alarm silenced and settings reviewed. Pump turned off, tubing clamped and cassette removed. Air bubbles noted. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, tubing unclamped and pump turned on. Pump restarted and display now reads run. Confirmed patient's appointment for this morning. No further questions. No additional information available.